Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height cubie drawer would not show as locked. A field service engineer (fse) removed the back panel and found that all the correct lights were on the drawer, and the diagnostics tool did not show any failures. After shutting down the device and removing the drawer, the fse found a piece of tape obstructing closure. Once removed, the drawer was reinserted, the device rebooted, and functionality was confirmed via diagnostics. The customer successfully accessed and inventoried the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es drawer had failed and was not recognized as closed. The customer stated that they were able to get medications from another station, resulting in a delay in patient care workflow. There were no adverse events or injuries reported based on this event.